Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Product was provided for evaluation. A follow up report will be submitted once the evaluation has been completed

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and passed. The receiver charged and rebooted. Receiver pairing test was performed and passed. A receiver functional test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The customer¿s complaint was confirmed for receiver loss signal due to the evidence was observed on diagnostic chart within the investigation window.